Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise during an in-clinic visit. Boston scientific technical services (ts) discussed that the electrogram (egm) was clean and there was no therapy event. The ts suspected lead integrity issue. Additional information received stated that the lead was surgically abandoned. A new lead was then implanted. No additional adverse patient effects were reported.